Event description:
Hospital reported the tip of the corson needle electrode broke of during a laparascopic procedure. The tip was retrieved using a grasper and there were no complications for the patient.